Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm error code 53. The fse replaced the fiber optic module (d997-00-1169). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the staff that during system use , the cardiosave intra-aortic balloon pump (iabp) had fiber optic failure .